Event description:
It was reported that ongoing intermittent occlusion alarms occurred with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to perform multiple troubleshooting steps, including disconnecting and reconnecting tubing and delivering boluses to address the issue. Despite these attempts, the occlusion alarm persisted. As a result, a pump replacement was recommended and approved. The customer is to replace supplies as necessary and resume using insulin while waiting for the replacement pump.